Event description:
It was reported that during the implant procedure, the sec screw would not tighten. It just kept spinning and would not stay in place. A new neurostimulator was used. There were no patient injuries.

Manufacturer narrative:
(B)(4).